Event description:
Caller mentioned they have a (B)(6) stimulator that "started going haywire" about 3 months ago. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).